Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion¿ insulin syringe has incorrect scale markings. This was discovered before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: customer returned (8) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 7072969. Customer states that the scale measurements are below the level of the zero syringe. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. As per manufacturing, a review of the device history record was completed for batch# 7072969. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200689821] noted for a print defect. There was one (1) notification [200689010] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time.